Manufacturer narrative:
Block d4: the complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the basket wire got detached and remained in the patient's bile duct. The customer mentioned that the wire that became detached had been removed from the patient, but they did not specify the device used for its removal. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.